Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose was 112 mg/dl at the time of incident. The customer also report that the insulin pump had blank display and failed battery after insulin pump errors. The customer also state that customer were able to clear the alarm and able to rewind the insulin pump. The customer also performed the displacement test and self test and able to passed the test. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.